Event description:
It was reported that unknown ¿solution is leaking around¿ the reconstitution device. The reporter stated that the solution leaked on the nurse¿s hand. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: an additional eight devices were received as well that were not originally reported; nine devices total were received. Visual inspection of the returned devices did not identify any issues. Each device was then connected to a vial and viaflo bag for a functional test; reconstitution was able to be performed with no difficulty by squeezing the bag. The vial and bag were then turned upside down and the bag was squeezed in order to get all the solution in the vial back to the bag. All the solution was transferred back to the bag without difficulties. No leaks were revealed during this test for any device. The reported problem could not be confirmed for the actual device nor for any of the additional devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.